Manufacturer narrative:
One device was returned for repair with complaint that the latch lock is malfunctioning and a cassette not attached properly error. Review of event log matched complaint. Device has not previously been in for service. Visual/functional testing was performed. Complaint was confirmed through 50ml liquid cassette test and verification testing. Probable cause was the downstream occlusion (dso) sensor was not reading pressure correctly; the values were too high. Replaced downstream occlusion (dso) and latch/lock. Upon further investigation, the battery compartment had corrosion on the springs, lcd lens is scratched, lcd has some dead pixels, and dso seal is peeling. Replaced battery compartment assembly, lcd lens, lcd, and dso seal. Device passed testing post repair.

Event description:
It was reported that the latch lock is malfunctioning and has an error stating "cassette not attached properly. Reattach cassette." This device also will not produce a downstream occlusion. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.